Event description:
A consumer reported that during the cataract surgery procedure, she experienced significant pain. The physician reported that the lens punctured a hole in the capsule. The consumer stated that they are planning to remove the lens and place a three-piece lens in sulcus or scleral faceted lens.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the physician had successfully removed the lens, and the explant procedure was completed successfully.

Manufacturer narrative:
Additional information provided in b.2., b.5., d.5., d.6.b and h.6. The manufacturer internal reference number is: (B)(4).